Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous inr result on coaguchek xs meter with serial number (B)(4) compared to the doctor's coaguchek meter. The customer was tested on the doctor's meter at 9:15 a.m. With a result of 3.4 inr. The customer tested on his meter at 2:00 p.m. With a result of 2.6 inr. The doctor and the customer think the result of 3.4 inr was correct. The customer's therapeutic range is 2.5 inr ¿ 3.5 inr. The customer did not require any treatment. The customer is in stable condition. No adverse event occurred. The customer does not have anemia, polycythemia or antiphospholipid antibodies. The customer is on a cardiac diet (no sodium). The meter and strips were requested for investigation. Relevant retention test strips (lot 266834-21) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. None of the customer's medications are currently known to interfere with the accuracy of the test results. No information was provided in the complaint that would point to a cause for the result discrepancy.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr, donor 2 inr: 2.5 inr. Donor 1 hct: 48%, donor 2 hct: 48%. Testing results: donor #1: retention meter with masterlot strips: 2.2 inr, customer meter with masterlot strips: 2.3 inr. Donor #2: retention meter with masterlot strips: 2.5 inr, customer meter with masterlot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.